Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 377845, lot# v004319, implanted: (B)(6) 2008, product type: lead. Product ID: 3998, lot# v050371v01, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that the generator was too low and the patient couldn't sit because of it. The patient had to be careful laughing or sitting because she got an electronic wedgie sensation. They tried to adjust it but ended up just doing a replacement. The leads were taken out and new ones were put in. It was noted that this was back in 2009 and the issue had since been resolved. Everything started after the initial implant in 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.